Event description:
Hole in drape.

Manufacturer narrative:
The reported complaint event was reviewed and did not involve a death or serious injury. The reported product problem/issue of particulate in pack information received was reviewed according to complaint handling procedures. The information reviewed does not indicate that a death or serious injury would be likely to occur if the product problem/issue were to recur. There is currently no information indicating that further review by the clinical product surveillance team is required based upon the requirements of the procedures. In the event that further information is received during investigation that indicates the event may potentially be a reportable adverse event, this complaint will be forwarded to the clinical product surveillance team for evaluation.